Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the physicians have noticed that the guide wire is kinking a the distal "j" end. Prior to insertion physicians commonly slide the guidewire inside the plastic advancer shield to loosen it before inserting it into the dilator/ patient. Guidewire is not able to be extended and retracted without becoming kinked. No delay in treatment reported.

Event description:
The physicians have noticed that the guide wire is kinking a the distal "j" end. Prior to insertion physicians commonly slide the guidewire inside the plastic advancer shield to loosen it before inserting it into the dilator/ patient. Guidewire is not able to be extended and retracted without becoming kinked. No delay in treatment reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physicians have noticed that the guide wire is kinking a the distal "j" end. Prior to insertion physicians commonly slide the guidewire inside the plastic advancer shield to loosen it before inserting it into the dilator/ patient. Guidewire is not able to be extended and retracted without becoming kinked. No delay in treatment reported.

Manufacturer narrative:
(B)(4). Device is not available for evaluation.